Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that five months and nine days post a dialysis catheter placement, the catheter allegedly got expelled out with cuffs appearing papery with no fibrosis. It was further reported that the catheter allegedly slipped itself and spontaneously came out from the patient¿s skin. Reportedly, the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one glidepath 23cm catheter was returned for evaluation. Gross visual, microscopic visual, tactile evaluation and functional testing were performed on the returned device. Under microscopic observation, the matted tissue cuff was noted to have missing tissue cuff material in some areas. Therefore the investigation is inconclusive for the reported catheter expulsion and loosening issues as the exact circumstances at the time of the reported event cannot be verified. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that five months and nine days post a dialysis catheter placement, the catheter allegedly got expelled out with cuffs appearing papery with no fibrosis. It was further reported that the catheter allegedly slipped itself and spontaneously came out from the patient¿s skin. Reportedly, the catheter was replaced. There was no reported patient injury.